Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2007. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "moderate implant palpability/visibility". Patient additional reported "rupture". Device remains implanted.